Manufacturer narrative:
Reference number: (B)(4).

Event description:
According to the reporter, the patient alleged experiencing an unspecified adverse event as a result of the device implantation.

Manufacturer narrative:
Reference number: (B)(4). Exemption number: e2013003. Covidien is submitting this report on behalf of c.r. Bard, inc., (importer). Bard's tracking number: (B)(4).

Event description:
Per additional information received, the patient has experienced pain, infection, unspecified urinary problems, recurrence, dyspareunia and required additional surgical interventions

Manufacturer narrative:
Reference number: (B)(4). Exemption number: e2013003. Covidien is submitting this report on behalf of c.r. Bard, inc., (importer). Bard¿s tracking number: (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device. The device was used for therapeutic treatment.